Event description:
On (B)(6), 2014, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6), 2023, a reintervention was performed. A 12 fr gore® dryseal flex introducer sheath was inserted from the right side of the patient. The right internal iliac artery was coil embolized and two excluder and one gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) were implanted in the right side of the patient extended into the right external iliac artery. During the wound closure, the doppler examination revealed a low blood flow in the right peripheral leg. Thrombosis occlusion was suspected and thrombectomy was performed by using a fogarty catheter. The patient tolerated the procedure. Preoperatively, it was observed that there was a dissection from the right external iliac artery to the femoral artery. Reportedly there were many thrombus in the patient aneurysm, including within the implanted stent graft. In addition, it was reported that the suture of the closure device was not properly applied to the access vessel during the puncture operation, which may have contributed to this event. Additional information was requested, however no further information was available.

Manufacturer narrative:
As it is unknown which device is directly implicated in this event, the following device will also be included in this report: catalog #pll161007j/ serial #:(B)(4). UDI #:(B)(4). Code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. Code b20-device remains implanted. As the device remains implanted and was therefore, not available for engineering evaluation, a definitive root cause could not be determined for the reported issue. Additionally, an attempt to obtain further information was made, however no additional information was available. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.